Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer report numbers 1627487-2019-12043, 1627487-2019-12044. It was reported that the patient was experiencing acute lower extremity weakness as well as paralysis and numbness. The patient is currently attending physical therapy.